Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site biomed representative reported being informed by the site that their navigation system had ha been "buggy" and they performed a hard re-boot it from "time to time". The biomed representative was given no other information. No further details regarding this alleged issue, or specifically when it occurred, were provided. There was no patient present when this issue was identified.